Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 6 weeks following the implant of the ventricular assist device (vad), it was determined that further treatment was futile. Care was withdrawn after discussion with the family and the patient died. Cause of death was not provided. The patient was a participant in the (B)(6) clinical trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that sepsis occurred approximately 3 weeks prior to the patient's death. The patient was treated with antibiotics and the sepsis was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to death, the patient also experienced renal dysfunction, requiring intermittent hemofiltration and right heart failure. Transesophageal echocardiogram revealed a severly dilated right ventricle. The patient was started on inotropes.

Manufacturer narrative:
Product event summary: the vad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.